Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was implanted, t2 was deployed simultaneously. T1 was removed from the patient with tweezers. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation was performed. The suture and both anchors were returned. Most of the suture was tucked into the depth gage tubing. T1 was out of the deployment channel. T2 was in the t2 position. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed. The actuator tip moved t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.